Event description:
Event description boston scientific received information that a red alert was detected by the latitude system from this cardiac resynchronization therapy defibrillator (crt-d) due to a low shock impedance measurement. Additional information was provided that another low shock impedance measurement was recorded. To date, there have been no reported adverse patient effects associated with this clinical observation. In 2014, the device system was returned for analysis. Further investigation was done and revealed the patient had died in may 2008. There were no allegations received that the device system caused or contributed to the patient's death. Additional information was received from the funeral home that returned the device; the primary cause of death was cardiogenic shock and congestive heart failure, and the secondary cause was listed as ischemic cardiomyopathy and coronary artery disease. Reportedly no autopsy was performed and the manner of death was normal.

Manufacturer narrative:
A technical services (ts) consultant recommended evaluating the lead by performing a maximum energy shock. Ts also discussed that either a low or high shock impedance would cause the device to beep. Additional information was provided that a non-invasive programmed stimulation (nips) was performed to test the shock system integrity, and the shock impedance was normal on both the high and low energy shocks; the device was functioning normally. Ts recommended continued monitoring of the patient at that time. At this time, no further information is available and attempts to obtain additional information have been unsuccessful. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Three segments of the terminal connector were returned; the df-1 distal leg was severed 4.5 cm from the terminal pin, the df-1 proximal portion was severed 4.5 cm from the terminal pin, and the is-1 leg was returned severed 5 cm from the terminal pin. There were setscrew marks noted on all the terminal connectors. Resistance tests were completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the field observations through testing on the returned lead segments.